Event description:
It was reported that shaft break occurred. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was selected for use. However, when the device was unpacked, the connection between the shaft and hub was broken. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 3mm distal from the hub under the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was selected for use. However, when the device was unpacked, the connection between the shaft and hub was broken. The procedure was completed with different device. No patient complications were reported.